Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an intermittent suturing in an aortic valve replacement, the thread of the device broke. The device was replaced to resolve the issue. There was no patient injury.